Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient was not wearing the device due to the development of an open sore, blister, and broken skin. The patient's physician was made aware that the patient was not wearing the lifevest and the patient ended use. The medical outcome is unknown.